Event description:
Olympus was informed that during a therapeutic single incision laparoscopic cholecystectomy procedure, the image became fuzzy then disappeared completely. Olympus followed up with the user facility to obtain additional info regarding this report, however, the user facility provided conflicting info regarding the event. The user facility reported that the procedure was completed using the subject device, but as a result of the complete loss of image, the physician had made more than one incision. There was reportedly no delay in procedural time. There was no info provided regarding the status of the pt following the reported event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed the user's report. The video image was intermittent, flickering and distorted, and was also noted to be dim. The subject device was disassembled and fluid was found inside the video connector and the light guide connector unit. Additionally, more than half of the light guide bundles were noted to be broken. Which could contribute to the dark image. The light guide bundle breakage was attributed to the fluid invasion inside the scope, but may have been related to the users not seating the eto cap in place during reprocessing. The scope passed the leakage testing; therefore, the fluid invasion inside the device was attributed to mishandling during reprocessing. This report is being submitted as a medical device report in an abundance of caution.